Manufacturer narrative:
Date recv'd by MFR: 24dec2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the vibration noise was coming from the blower. A noisy blower is not a reportable event for the v60 ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
The customer reported that a strong vibration noise occurred during operation. There was no patient involvement.